Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer reported an error code e315, and the screen went black on two different scopes. Customer connected the maj-1430 videoscope cable to the cv-190 while connecting 190 series scopes. Tac instructed the customer to power off cv-190, clv-190 and remove the videoscope cables. After the customer powered on the device, the error no longer appeared on the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that during a procedure, the evis exera iii xenon light source had an error code e315, and the screen went blank on two different scopes. There was no harm, user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.